Event description:
It is reported that the device was implanted in 2005, and revised in 2006 due to dislocation of surface.

Manufacturer narrative:
Evaluation summary: surgical technique recommends that the articular surface must be fully seated before any attempt to tighten the locking screw is made. A torque of 95 in-lbs. Must be applied using torque wrench and do not over or under torque. Cause cannot be defintively determined. Evaluation: no device, pre-op or post-op x-rays were returned for evaluation. No lot number was provided; therefore, device history records could not be reviewed.